Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)), st. Jude medical brk transseptal needle (model# unknown lot# unknown), st. Jude medical agilis 8.5 french sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a female patient, in her 70s, underwent an ablation procedure for atrial fibrillation with a thermocool® sf nav uni-directional catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation). During ablation, the patient became hypotensive and a pericardial effusion was detected via ultrasound. Pericardiocentesis was performed twice and yielded 1000 ml of fluid. Remainder of procedure was aborted. Atrioventricular dissociation occurred and the patient arrested. Cardiopulmonary resuscitation was administered. An unspecified surgical intervention was performed. It was determined that a left atrial tear occurred. Patient was reported to be in stable condition. Although unconfirmed, it was assumed by the reporter that the patient required a stay in the intensive care unit (ICU) and survived. There were no patient factors cited that may have contributed to the adverse event. It was noted that although the adverse event occurred during ablation phase, it was not determined if it was a result of ablation or catheter manipulation. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator was set on power control mode with default cut-off settings. There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as it was not determined if the injury was secondary to ablation or catheter manipulation. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin) during the procedure with activated clotting times (acts) maintained in an unspecified range. There were no issues or errors reported on any bwi products or equipment during the procedure.